Manufacturer narrative:
The customer was provided with a quote for the service/repair of the device but was declined. Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful.

Event description:
It was reported that the ventilator failed o2 accuracy at 100%, the unit was at 92.9% o2. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The investigation is ongoing.

Manufacturer narrative:
There was no patient involvement at the time of the reported event.